Event description:
[Initial reporter] contacted technical services to report high voltage lead impedance (hvli) out of range for vectors including the svc (superior vena cava) coil. Tse suggested they may consider excluding the svc coil from the shocking configuration and bringing the patient into clinic for further testing. No patient symptoms were reported. The patient¿s weight is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).